Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Customer reported inaccurate fill estimate. Customers blood glucose ( bg) level was 157 mg/dl, a correction bolus was taken to address bg level. Customer declined troubleshooting with tandem technical support. Customer will stay on current pump for insulin therapy until new pump is received.